Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder procedure, the speedscrew anchor would not release from inserter after tension lock had been activated. The anchor and inserter had to be explanted and a new bone hole with new speedscrew anchor were used. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code¿. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. Per case details the procedure was completed using a back-up device. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.